Event description:
The customer reported they are unable to enter patient information, the keyboard is not responding. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the keyboard and control pcb. System operates as intended. (B) (4)